Event description:
The patient's parents reported that the child's performance with the implant had decreased. Diagnostic tests were inconclusive. The patient's parents chose to have the device explanted and a new device implanted. The device was evaluated and found to be faulty.

Manufacturer narrative:
This is the final report.